Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient was treated with tissue plasminogen activator. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, high revolutions per minute. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed rising lactate dehydrogenase (ldh) levels and elevated power consumption and was re-admitted to hospital. Details regarding the patient's presentation symptoms or the results of any diagnostic testing were not provided. The patient was initially treated with directed tissue plasminogen activator (tpa) via an intracardiac catheter and with intravenous (IV) heparin and integrilin. The results of these treatments were not provided but the patient was subsequently listed for urgent cardiac transplantation. He appears to have remained hospitalized and underwent cardiac transplantation on (B)(6) 2016. No further information has been provided.